Event description:
Pharma-glove pgns12-l large, lot number: n79/fktpl 9600005-7, batch: n790521, and manufactured on 12-2021 with expiration date: 12/2026 has sharp broken plastic chunks in sterile wrapper that punctured gloves and sterile packaging = contaminating product.